Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. A04528,(976391not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menorrhagia and endometrial biopsy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, weight increased, migraine, headache and hormone level abnormal outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2012 now it is reported (B)(6) 2012 plaintiff received treatment pelvic pain,abdominal pain, dysmenorrhea, menorrhagia, migration 14 to 15 coils showing outside in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s): (unspecified): bilateral occlusion. Lot number reported 976391 is invalid. Lot number: a04528 manufacturing date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration'). In an adult female patient who had essure (batch no. A04528,(976391 not valid)), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: dysmenorrhea, menorrhagia and endometrial biopsy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"). And headache ("headaches"). And was found to have weight increased ("weight gain"). And hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, weight increased, migraine, headache and hormone level abnormal outcome was unknown. And the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6)2012. Now it is reported (B)(6) 2012. Plaintiff received treatment pelvic pain,abdominal pain, dysmenorrhea, menorrhagia, migration. 14 to 15 coils showing outside in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2012, essure confirmation test(s): (unspecified): bilateral occlusion. Lot number reported 976391 is invalid. Lot number#: a04528, manufacturing date: 2012-04, expiration date: 2015-04. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, weight increased, migraine, headache and hormone level abnormal outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2012 now it is reported (B)(6) 2012 plaintiff received treatment pelvic pain,abdominal pain, dysmenorrhea, menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s): (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Injury nos replaced with new event pelvic pain. New events abdominal pain, dysmenorrhea, menorrhagia, migration, fatigue, hair loss, weight gain, migraines, headaches, hormonal changes were added. Lab data, reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.